Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump experienced intermittent power issue and that the battery compartment was cracked. The reporter denied any damages to the battery cap or any presence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: a review of the black box showed data form the date of the complaint had been overwritten. The current black box showed no evidence of an intermittent power event. The pump was powered on with the returned battery cap. The battery cap was able to fully tighten to the pump and measured within specifications. The battery cap coin slot was worn making the removal of the battery cap difficult. The battery compartment was cracked in the thread area and below the grip pad. The battery compartment threads were damaged. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no reboots, loss of power, or call service alarms were duplicated. An intermittent power event was not duplicated during the investigation. Unrelated to the original complaint, evidence of moisture contamination was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment crack. A base crack was found between the case seal and the keypad. The pump case was removed to find no additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.